Event description:
It was reported that, on an unknown date, the patient heard a pop while eating. X-rays confirmed that a 20-hole, 2.4mm straight mandible locking reconstruction plate had broken in half. The device, which was broken between screw holes, and all of the originally implanted 2.4mm locking screws were explanted on (B)(6) 2015. The surgeon noted that the screws, themselves, were intact; only the plate was broken. A new plate along with new screws was implanted during that same procedure. This report is for one unknown plate. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Patient identifier, date of birth, and weight are unknown. Date of post-operative plate break is unknown. This report is for one unknown plate. Original implant was on an unknown date approximately 2.5 months ago. Per facility, the complainant devices will not be returned for manufacturer review/investigation. PMA/510(k): unknown as there were no lot or part numbers provided for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.